Event description:
It was reported that at the user facility the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that at the user facility the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned by the customer for evaluation